Manufacturer narrative:
A maquet field service technician (fst) inspected the device and determined that the screw detached from the bracket assembly. He inspected seven additional screws of similar design installed on the cupola and none of them were loose. The most likely cause of the event is that one screw out of the eight was not tightened properly during the previous maintenance in (B)(4) 2014. The fst reinstalled the screw and returned the device to service. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report

Event description:
Customer reported to maquet that a screw fell off the cupola bracket during a cesarean surgery. The screw fell on an instrument table, in the sterile field, and no injuries were reported to maquet. The surgical team was able to complete the surgery, using the other cupola, once all the instruments on the table had been replaced with sterile ones. (B)(4).